Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm device was used in a hip arthroscopy procedure on (B)(6) 2026, and ¿during the procedure, the surgeon used a bipolar device, and the black electrode tip detached as the instrument was withdrawn from the patient. The tip subsequently lodged in the patient¿s soft tissue, resulting in an additional 20 minutes of operative time to allow for its localization and safe removal. As the surgeon was searching for the black tip of the bipolar device, fluid extravasation occurred into the soft tissues, resulting in more pronounced swelling of the thigh.¿. The procedure was completed without the use of an alternate device. Further assessment found "the fluid originated from the intra-articular saline solution. The fluid extravasation due to the prolonged duration of the surgery; it is not considered an injury, but rather a consequence of the issue related to the lost tip. No injury was diagnosed. No additional medical or surgical intervention was required, and no extended hospitalization was necessary. The patient is currently doing well. No other relevant information is available regarding this incident.¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.